Event description:
The daughter of a pt reported that her mother had experienced an unspecified problem associated with her left eye iol. Additional info received from the ophthalmologist on (B)(6) 2009 stated that the pt was diagnosed on (B)(6) 2009 with opacification of a memory lens iol implanted in the left eye. Yag posterior capsulotomy performed ou in 2008 and left eye in (B)(6) 2009 with no improvement in vision. Current best corrected visual acuity each eye is 20/25, contrast sensitivity each eye is 20/50, glare testing is right eye 20/60 and left eye less than 20/400. It is believed the opacification began sometime in 2008. Explant surgery not recommended at this time due to current bcva of 20/25 with contrast sensitivity value same as fellow eye. Will evaluate annually or sooner if vision worsens. No further info has been provided.

Manufacturer narrative:
The device history records and sterility records have been reviewed by manufacturing and found to be in compliance. This lens was manufactured before 04/2000 and underwent a modified (buffered tumbling) process during its manufacture. The method of manufacture was subsequently changed to eliminate the use of this modified process. There have been reports of biofilm formation causing opacification of lenses with serial numbers that correspond to the use of the modified (buffered tumbling) process. (B)(4).